Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; only one button on the pump is functional. The patient's blood glucose at the time of incident was 107 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer stated that she has dropped the pump before but not within the last day. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at the lcd board. The insulin pump has cracked case at the display window corners, cracked display window and minor scratched lcd window.